Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-dec-10 (B)(4) (rep): information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). The rep reported high impedance on contact 3, greater than 4k ohms. They were going to try to see if they got a motor response on program 3, they were in the middle of a surgery case, so addition event details were not collected. No patient symptoms were reported. Additional information was received. The rep called in again regarding the same issue. They had pulled the lead out of the header block, wiped it off, and reinserted it. They experienced the same result of contact 3 being >4000 ohms. They changed out the first ins and tired a second ins, they were still seeing the same result. They had also tried testing the lead with the j-hook and they were able to see a motor response at under 1 ma, but when they put the ins back on they were still seeing >4000 ohms on contact 3. It was reviewed to check all connections and set screws and retighten. It was reviewed to consider setting up a program to run for a period of time to see if there was a change in impedance. It was noted that the rep could see the blue tip in the header block. No patient symptoms were reported. No further complications were reported or anticipated.